Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had several pause events due to undersensing. Patient will be brought into the office and programming changes will be made. There were no adverse consequences to the patient.